Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 30mm amplatzer pfo occluder was selected for implant using a 9f amplatzer torqvue delivery system. When the product was opened, the left disc of the occluder expanded. During implant, the shape of the occluder did not open well and expanded into a cobra shape. The device was removed prior to release from the delivery cable. There was no angulation noted in the delivery system. A new 25mm amplatzer pfo occluder was successfully implanted, as there was not another device of the same size available at the time. No patient consequences were reported. No additional information was provided.

Event description:
N/a.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.na